Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009. The 6.2 and 7.2 inr can't be found on data memory for meter (B)(4). The mean of the inratio meter and comparative system inr were calculated. Both values are above the 5.0 mean for all tests and the difference is less than 2.2 for test 2. These results are considered accurate within the context of the documented variability for inr testing. Testing was performed on the returned meter and returned strips: in-house accuracy test. Test date: donor 4 ((B)(6)2009), donor 5 ((B)(6)2009). Returned meter (B)(4), in-house meter (B)(4). Returned strip: (B)(4) (strip code: 7l1d2). Comparative sys: sysmex 560, 2 therapeutic donors. Results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates both samples for each lot are within the allowable bias. These meet the above criteria, and then no further section is required. No strip deficiency was established. Returned meter was tested with power supply and tested with thermometer sensing tip. It measured an increasing temperature from 23.50 - 36.85 degrees c, which indicates a heater plate is working within the standard specification. Product deficiency not established. No further investigation required. As of 8/04/2009, 4 discrepant results complaints were reported for lot# 210832, yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time, as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab.